Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported stroke and subsequent patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Additionally, although power and flow elevations were confirmed via the analysis of the submitted log file, a specific cause for these events could not be determined. The submitted log file contained data from (B)(6) 2020, through (B)(6) 2020. The log file captured transient elevations in pump power on (B)(6) 2020, up to 8.9 watts. Corresponding elevations in calculated flow were recorded during these power elevation events, up to 12.0 lpm. Pump power and flow appeared to return to baseline following each elevation event. The actual speed remained above the low speed limit throughout the log file and the device appeared to be functioning as intended. (B)(6), was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow was returned attached to the pump¿s inlet port. The apical sewing ring was secured around the distal end of the inlet tube with green sutures. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was not returned. Of note, the pump was returned with excessive tissue and within the pump pocket. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The implant kit was shipped with heartmate ii lvas IFU this IFU lists stroke, peripheral thromboembolic event, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Thromboembolism is also listed as a potential late post-implant complication that may be associated with the use of the heartmate ii left ventricular assist system in section 6, ¿patient care and management¿. Section 6, (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of the heartmate ii lvas IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Although the reported event information indicated that the patient¿s multiorgan failure was due to stroke, the heartmate ii lvas IFU also lists multiple types of organ failure (respiratory failure, right heart failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log file analysis showed a transient low speed event on (B)(6) 2020 at 11:31am and 11:33am at 7800 rpm below the low set limit of 8000 rpm. These events occurred due to the set speed momentarily changed from 8600rpm to 7800rpm. The set speed was changed back to 8600rpm. The log displayed pump stops at the end of the file due to a string of ¿motor stopped command received¿ events followed by driveline disconnects events associated with a controller disconnection.

Manufacturer narrative:
Section b5, h6: additional information.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the submitted log files contained overlapping data from (B)(6) 2020. The log files captured transient elevations in pump power on (B)(6) 2020, up to 8.9 watts. Corresponding elevations in calculated flow were recorded during power elevation events, up to 12.0 lpm. Pump power and flow appeared to return to baseline following each elevation event. Also, two pump stoppage events were captured on (B)(6) 2020 due to the motor stop command being pressed. The pump restarted following each pump stoppage due to the activation of the alarm silence button. Shortly after, both power cables were disconnected, followed by the disconnection of the driveline resulting in pump stoppage. These events coincide with the patient¿s expiration on this date. Prior to (B)(6) 2020, the actual speed remained above the low speed limit and the device appeared to be functioning as intended. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient neurologically decompensated and was urgently transferred to implanting center and was admitted for immediate embolectomy from cerebral arteries. Over (B)(6) 2020, the patient had slightly elevated parameters of pump power. Despite full therapy, the patient's condition deteriorated and the patient expired on (B)(6) 2020 due to multiorgan failure as a result of stroke. A CT scan and echo were also performed. There was no alarm for the event. No further information was provided.